Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00385.

Event description:
Revision of omnifit series ii cup insert. Locking rings on both 28 and 32mm replacement inserts were damaged upon insertion. Surgeon decided to implant 28mm insert without locking ring.